Manufacturer narrative:
On 2/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/13/2019 indicated that there was issue with capsular contracture baker grade IV on the left side. As a result patient underwent bilateral removal and replacement with mentor smooth round gel 600ml on the right and 450ml on the left side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on 3/1/2019. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm within a crease on the posterior aspect. Also it was noticed no other anomalies were discovered. The complaint was confirmed since a deflated was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 3/27/2019 additional information indicated that the concomitant products was reported incorrect by the reporter, the corrected device for the left is as follow: left-mentor smooth round moderate profile, 375cc saline breast implants, lot number 5710176. Patient replacement device are as follow: right serial number is (B)(4) catalog number 3504501bc, left serial number is (B)(4), catalog number 3504501bc. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2019, mentor became aware that the patient scheduled for replacement with silicone on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor smooth round moderate profile, 525cc saline breast implants, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile, 525cc saline breast implants which the right side deflated after implantation. The issue was confirmed during the visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation.